Manufacturer narrative:
The third-party service agent reinstalled the software after which the device functioned normally. Other unrelated repairs were performed and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that their customer's device logged several error codes, displayed a blank screen when powered on, and would not complete its boot up cycle during inspection. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. Physio-control requested additional information from the third-party service agent regarding the repair. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device logged several error codes, displayed a blank screen when powered on, and would not complete its boot up cycle during inspection. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.